Manufacturer narrative:
At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements and no capture. Impedance measurements were stable in the 700-800 ohms range, until they spiked to greater than 3000 ohms. It was noted that there was no noise on the ra lead. The ra lead remains in service at this time. The field representative indicated they would not intervene at this time, but may do so at a later date. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The available information suggests this lead will not be returned due to damage sustained at the explant procedure. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements and no capture. Impedance measurements were stable in the 700-800 ohms range, until they spiked to greater than 3000 ohms. It was noted that there was no noise on the ra lead. The ra lead remains in service at this time. The field representative indicated they would not intervene at this time, but may do so at a later date. No adverse patient effects were reported. Additional information was received that this right atrial (ra) lead exhibited high capture thresholds that went from 1.8v to 4.5v at 0.4msec. This lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.